Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The retuned attachment failed for water spray testing during production testing. Quality personnel tested attachment and found it met all temperature parameters as per specification. Upon disassembly and examination, the internal main drive and head components all exhibited slight to moderate wear and/ or debris. All components were dry and lacked lubrication. It is possible that a lack of maintenance could have caused an accelerated rate of wear inside the head cavity resulting in the debris found in the head. This debris could have caused the set to destabilize in the vertical axis causing contact between the pusher and the cap underside. This contact could have caused the temperature rise as reported in the original complaint.

Event description:
In this event a doctor reported that a midwest e plus 1:5 attachment overheated. There was no injury or intervention.